Manufacturer narrative:
Qn#(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "battery failed to charge" is not able to be confirmed. The pump was checked by the hospital biomed, and the battery was replaced. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that prior to use on a patient, the battery would not charge normally. Field inspection indicated a battery charging failure, and the power-on test found that the charging indicator was off. The user removed the side panel to check that the power supply was normal and the battery was invalid. As a result, the battery was replaced, and the device tested normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use on a patient, the battery would not charge normally. Field inspection indicated a battery charging failure, and the power-on test found that the charging indicator was off. The user removed the side panel to check that the power supply was normal and the battery was invalid. As a result, the battery was replaced, and the device tested normally.